Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified a trilogy fiber metal shell that was returned with packaging content. As returned, the foil pouch has been cut open and the shell has been removed from the pouch. The poly bag that the shell is placed in prior to being put in the foil pouch is missing. The inner cavity and tyvek lid was not returned. Brown colored debris is seen in the foil pouch. The acetabular shell shows similar colored debris embedded in the fiber metal. Under magnification the debris exhibits a mold like appearance. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products:: unknown liner, unknown stem, unknown head. Foreign country: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, it was found that the inner packing was damaged and other impurities were on the surface of product. A second device was used to complete the surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.